Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the abdomen longer than 48 hours, the site was irritated and an allergic reaction developed due to the adhesive pad. The patient visited the dermatologist, who prescribed a mixed ointment to treat the affected area.